Manufacturer narrative:
The samples were centrifuged for 6 minutes at 4000 rpm. This centrifugation time is too short. The investigation determined the event was due to the issue identified by the fse.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) visited the customer site on (B)(6) 2019. Multiple parts of the instrument were checked. The fse identified a tube on a rinse station with a pin hole and corrected the issue. Calibration and qc were acceptable.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either gluc3 glucose hk gen.3 (gluc3) or calcium gen. 2 (ca2) on a cobas 8000 c 702 module. Patient 1 initial glucose result was 34.34 mmol/l. On (B)(6) 2019 the repeat result was 4.3 mmol/l. On (B)(6) 2019 patient 2 initial calcium result was 0.56 mmol/l. On (B)(6) 2019 the repeat result was 2.24 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The ca2 reagent lot number was 428575. The expiration date was not provided. The gluc3 reagent lot number was 443067. The expiration date was not provided.